Event description:
During an atrial fibrillation (afib) procedure, it was reported after the transseptal puncture, a map of the left atrium was created with the lasso nav catheter. After pulling the catheter out of the sheath, the doctor noticed that the polyurethan (pu) coating between the tip and the shaft braiding was damaged and that the lead wires were clearly visible. Prior to pulling the catheter out there was no sign that the catheter was defective, but it was a very small atrium so that the catheter was always under pressure due to wall contact. The sheath was an 8,5f sheath from st. Jude medical. The procedure was completed with no patient¿s consequences.

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported after the transseptal puncture, a map of the left atrium was created with the lasso nav catheter. After pulling the catheter out of the sheath, the doctor noticed that the polyurethan (pu) coating between the tip and the shaft braiding was damaged and that the lead wires were clearly visible. Prior to pulling the catheter out there was no sign that the catheter was defective, but it was a very small atrium so that the catheter was always under pressure due to wall contact. The sheath was an 8,5f sheath from st. Jude medical. The procedure was completed with no patient¿s consequences. The catheter was visually inspected and the catheter broke at the transition of the catheter. Further examination revealed that the polyimide stiffener (internal support of the tip ¿ shaft joint) was separated from the proximal end of the quad lumen tip. Pu (adhesive) application was verified and it was properly applied over the polyimide stiffener and around the transition. In addition, the manufacturing process was checked and no anomalies were detected. Associates production certifications were updated. Therefore, it remains unknown how the polyimide stiffener slid down. Catheters are 100% inspected in workmanship and quality before leaving the facility. The complaints database has been reviewed using lot number 15914314l and no other complaints were found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).